Manufacturer narrative:
Date of event: aware date used as no event date is unknown.

Event description:
It was reported that there was a gap around the device. It was reported via social media that "the patients device did not have a complete seal and the patient had to be readmitted to the hospital to treat this."